Event description:
Initially, a rash began on right hand after numerous busy nights of wearing gloves most of the 10 hr shift. The area began to increase in size and discomfort and then began on left hand. Occupational health rn saw hands at a meeting and indicated concern that hands may be breaking out because of latex gloves.